Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type catheter product ID 85 96sc lot# serial#(B)(6) implanted: (B)(6) 2017 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 02-jun-2018, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(6), ubd: 19-oct-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp, caller) regarding a patient with an implantable pump for spinal pain indications. It was reported that the caller stated that the patient has had issues with pain control. The caller stated a catheter dye study was done (B)(6) 2026 and it was determined that the catheter was occluded. The patient was scheduled for a pump replacement (B)(6) 2026. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that there was no issue with the pump. A catheter revision was completed on (B)(6) 2026. The serial number of the patient's catheter was provided. The original catheter was removed and a whole new 8780 catheter was implanted. There was no pump replacement completed, only a catheter revision.

Event description:
Additional information received indicated that the status of the catheters were unknown. The catheter occlusion and the patient having issues with pain control resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.